Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. System operates as intended.

Event description:
Customer reported a patient directory and images are missing. No patient injury was reported.